Manufacturer narrative:
Patient identifier not made available from the site. Device manufacturing date is unavailable. On 06/22/2016, a medtronic representative, following-up at the site, reported that after the alleged inaccuracy could not be duplicated and after looking at the driver itself, found there to be no damage. The only thing likely was that the scrub technician did not seat the screws properly. The surgeon holds the driver in a particular manner that he seems to unseat the screws from the drivers a lot, and they become "wobbly". There was no delay to the procedure, as the surgeon knew where he was by tactile feel and continued to use navigation for the other 3 screws. On 06/22/2016, a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Based on reported issue regarding alleged inaccuracy, the software test was marked failed. Checked the navigation system and tools and found zero inaccuracies. Tried to replicate error using exact tools and settings in software. Nothing found. System performed as intended. Issue resolved. On 07/06/2016, software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure and the voyager 4.75 driver was showing 5 millimeters inaccurate in the superior direction. The solera awl-tip taps and passive pointer were accurate, they would create a negative projection plan on those, and then when bringing in the voyager driver noted the inaccuracy. In trouble-shooting, attempted flipping between "navigate projection" and "navigate instrument" with no change. Re-verifying the driver without a screw did not resolve the issue. Switched navlock trackers, verified, however, no resolution. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.